Event description:
Philips received a complaint by the customer on the v60 indicating that the unit did not trigger a breath with patient effort. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the unit did not trigger a breath with patient effort. The reported issue could not be duplicated, and no error codes were noted in the event log. The customer performed performance verification test (pvt) and confirmed the unit passed. The unit was also able to go in and out of standby mode when prompted. It was also confirmed the waveforms on the screen matched the set parameters. The remote service engineer (rse) advised the customer that no further testing was required, and the unit can be returned to service. The reported issue could not be duplicated, and no error codes were confirmed in the event log. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.